Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that during an intraocular lens (iol) implant procedure, a scratch from the root of the haptic to the front of the center of the optical section was confirmed after implantation. The surgery was completed without product replacement. The sample is not available for return as it was still implanted in the patient's eye. Additional information has been requested and received that the surgeon suspects both iol and cartridge and requested the investigation of cartridge too. No health hazard at this time.

Manufacturer narrative:
A video was provided. Recording of the lens preparation for implantation is not provided. The cartridge comes in the picture, the lens position appears to be acceptable for implantation. The iol is implanted, a line/mark is visible over the iol optic from gusset area and over the iol optic . Surgeon attempted to remove the mark but unsuccessfully. Based on our observation of the attached video, mark/line is visible over the intraocular lens (iol) optic. A definitive determination of damage cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4)